Event description:
This case is cross referenced to (B)(4). This unsolicited device case from (B)(6) was received on 27-jul -2016 from a patient. This case involves a (B)(6) female patient who initiated treatment with synvisc one and later after 3 days experienced knee effusion and after unknown latency experienced knee swelling, knee pain and warmth. The patient received synvisc one 2 months back in other knee with no complications. The patient's medical history, concomitant medications and concurrent conditions were not reported. On (B)(6) 2015, the patient initiated treatment with intra-articular synvisc injection at a dose of 6 ml, once, with batch/lot number: (B)(4) and expiration date: oct-2017 for osteoarthritis of knee. On (B)(6) 2015, 3 days after starting treatment, the patient experienced knee effusion. Also, on unknown dates, after unknown latencies, the patient experienced knee swelling, pain and warmth. It was reported that the knee was aspirated and corticosteroid injection was injected. It was reported that the patient was administered 40 mg/ml of methylprednisolone. It was reported that 75 ml of cloudy honey coloured fluid was aspirated. It was further reported that pmn (polymorphonuclear leukocytes) organism culture was negative and crp (c-reactive protein) was 34.7, esr (erythrocyte sedimentation rate) was 33 and alt (alanine transaminase) was 270. On (B)(6) 2015, the patient recovered from an event of knee effusion, knee swelling and knee pain. Outcome: unknown for warmth and recovered/ resolved for rest of the events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention for all the events.

Event description:
This case is cross referenced to case ID: (B)(6) (cluster). This unsolicited device case from (B)(6) was received on 27-jul -2016 from a patient. This case involves a (B)(6) female patient who initiated treatment with synvisc one and later after 3 days experienced knee effusion and after unknown latency experienced knee swelling, knee pain and warmth. The patient received synvisc one 2 months back in other knee with no complications. The patient's medical history, concomitant medications and concurrent conditions were not reported. On (B)(6) 2015, the patient initiated treatment with intra-articular synvisc injection at a dose of 6 ml, once, with batch/lot number: 4rsk002 and expiration date: oct-2017 for osteoarthritis of knee. On (B)(6) 2015, 3 days after starting treatment, the patient experienced knee effusion. Also, on unknown dates, after unknown latencies, the patient experienced knee swelling, pain and warmth. It was reported that the knee was aspirated and corticosteroid injection was injected. It was reported that the patient was administered 40 mg/ml of methylprednisolone. It was reported that 75 ml of cloudy honey coloured fluid was aspirated. It was further reported that pmn (polymorphonuclear leukocytes) organism culture was negative and crp (c-reactive protein) was 34.7, esr (erythrocyte sedimentation rate) was 33 and alt (alanine transaminase) was 270. On (B)(6) 2015, the patient recovered from an event of knee effusion, knee swelling and knee pain. Outcome: unknown for warmth and recovered/ resolved for rest of the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The production and quality control documentation for lot # 4rsk002 expiration date (10/2017) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 4rsk002 no CAPA was required. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor complaints in order to determine if a CAPA was required. Seriousness criteria: required intervention for all the events. Additional information was received on 03-aug-2016. Global ptc number and ptc results were added.